Manufacturer narrative:
The following medwatch malfunction report is being filed outside of the thirty-day time frame. Failure mode was identified in manufacturer's service in 2004. Regulatory affairs was not notified per sop.

Event description:
During service of the unit a constant reboot with alarm was found. Replaced the power board, due to jp12, and the main board, due to jp6, to correct the failure mode.